Event description:
It was reported by the customer that the device would keep prompting "connect electrodes" when attached to a pt. The customer noticed the wiring on the pads were frayed which may have led to the device not detecting the pads. The pt's outcome was not reported.

Manufacturer narrative:
(B) (4). Physico-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.